Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that approximately one week after the implant procedure, this right ventricular (rv) lead dislodged and moved to the apex which caused a slight perforation. Attempts to reposition the rv lead were unsuccessful as the helix mechanism would not respond. Therefore, the rv lead was explanted and replaced. No additional adverse patient effects were reported.